Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 408 mg/dl and that the pod had fallen off causing the cannula to dislodge. Symptoms reported include ketones and nausea. The patient placed a new pod and gave a 10 unit bolus but did not give any information about treatment at the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.